Manufacturer narrative:
Continuation of d10: product ID a71400 lot# serial# unknown implanted: explanted: product type software product ID a72400 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the representative (rep). It was reported that the hcp believed the cause was the cardioversion. A pocket revision would be scheduled once improved by insurance. The issue was not resolved.

Manufacturer narrative:
H3: product ID 977119 serial# (B)(6) was returned for product analysis. Analysis found there was abnormal function of an integrated circuit on the hybrid circuit board of the implantable neurostimulator (ins). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was no communication after cardioversion. The battery was swapped out after it was damaged during a cardioversion. The issue was resolved with device revision. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID a71400, serial# unknown, product type: software. Product ID a72400, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller reported that 3 weeks ago the patient started having health issues unrelated to the ins/therapy. The patient had a cardioversion about three weeks ago for the health issues that they were experiencing. They thought that around that time the ins required charging every day when they had been charging every three days. The rep reported that initially the patient had a group that was higher energy usage and required more frequent charging. The caller speculated that the patient had changed groups and that was why they needed to charge more frequently. When the caller tried to connect to the ins with the tablet the connection fails. They initially get a message that says therapy turned off amplitude will be set to zero and then it advances to a system problem message. The caller had tried with two tablets both displayed an error with different code, system problem 0x1775eca4 with their new tablet and system problem 0x38c98a4 with the old tablet. The ins was depleted when the patient presented for the appt. They charged for 20 min and the ins was charged to 30%. The rep started a charging session during the call and confirmed that the recharger was connecting to the ins. The service code 323 was displayed when the patient handset connected to the ins. The rep tried to turn therapy on, the handset said no device response then turned on but amp was at 0ma without options to increase or decrease therapy. Group a was the active group. The caller switched to group b, it would allow for the amplitude to be decreased but not increased. The caller switched to group c, the amplitudes were set to 2.8 and 2.6. The rep was able to decrease the amplitude, and they are unable to increase. The caller attempted to reset the ins using the reset ins function in the clinician application. The tablet connected to the ins and said that it detected the device was reset. The caller selected continue on the message, the tablet tried to connect to the in s, and then displayed the error message 0x1775eca4. The caller was not able to start a session with the clinician application following the ins reset. The issue was not resolved through troubleshooting. Technical services (tss) reviewed that the ins may have to be replaced and escalated the issue to the principal scs agent. Tss transferred the caller to mobility to collect the log files from the tablet. No symptoms were reported.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the cardioversion affecting the ins was due to "cardiac arrhythmia" per rep. The cause of the pocket revision surgery was due to no response from battery after cardioversion. The issue has not been resolved. Additional information was received. Caller stated patient's ins was "fried", couldn't be interrogated and provided it reference number. Caller requested documentation of call for insurance purposes. Caller stated they would reach out to the mdt rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.